Event description:
It was reported that five to ten mins of using the unit, the screen went blank. No injury to pt reported.

Manufacturer narrative:
Verification test was not completed because at the time of this report the unit had not been returned for investigation. Therefore, the reported complaint could not be verified. As add¿l info becomes available, a f/u report will be submitted.